Event description:
It was reported that during daily pre use check, the cardiosave intra-aortic balloon pump (iabp) unit's battery drain off. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. Additional information: e1(event site postal code - (B)(6). It was reported that during pre use check the cardiosave intra-aortic balloon pump (iabp) had battery drain off. There was no patient involvement and no harm reported. A getinge field service engineer (fse) evaluated and confirmed the battery issue. Fse tested the 2 batteries and they were working. No issues with the batteries. Fse found the ac power to be missing. The cable was assessed to have intermittently ac on and off. Ac/dc converter has no output even with ac input. Fse replaced (B)(4) reel, ac power cord and cart bulk power supply. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use.

Event description:
N/a.